Event description:
Additional information was received from a healthcare professional (hcp). When asked if the patient experienced harm in relation to the ins shocking them "to death" and "killing" them, the hcp stated that the patient self-adjusted their settings to a different setting at a higher power. This was alleviated by lowering the power and going back to a prior setting. The cause of the shocking was determined; what most likely caused or contributed to this issue was the patient poorly understanding their device and settings. The hcp stated that the issue was already addressed in clinic and with a manufacturer representative (rep) to follow up. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that their ins was shocking them "to death" and "killing" them. The patient stated that they never felt their therapy cause the shocking their entire life, but since yesterday, they felt like a stun gun was being put to them. The patient added that the shocking was debilitating them and was hindering them from doing any types of activities, so they turned the therapy off just for 5 minutes before they called, and they immediately noticed the shocking pain go away. The patient confirmed that they had no recent falls or trauma and that they didn't go through security gates or scanning devices because they also had a pacemaker. The patient did not confirm if the pacemaker was also a manufacturer implant or not, but the patient clarified that their managing doctor knew that they had a pacemaker when they had their ins put in. The patient also insisted on speaking with a supervisor immediately after explaining their reason for call. The agent reviewed general therapy information and offered to walk the patient through adjusting their stimulation, but the patient refused and stated that they didn't want to turn their therapy on because of the pain. The agent redirected the patient to their doctor to further address the issue, but patient refused and insisted on speaking with a supervisor. Agent emailed supervisor regarding the escalation request. The agent called back as per the supervisor request. The patient stated that their device was shocking them to the point that it was debilitating and it would bring them to their knees, so they had to turn the therapy off. The patient stated that this started the day prior. The patient also stated that their doctor was aware of the concern. The agent reviewed the role of the rep and the doctor. The agent redirected the patient to their doctor and sent an email to the field reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.